Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 29 mm porcine mitral valve implanted 15 years and four (4)months, underwent valve-in-valve procedure due to severe mitral regurgitation with a flail posterior leaflet. The tmvr procedure was performed with a 29 mm transcatheter heart valve successfully. Post valve deployment, tee demonstrated good valve position, trace perivalvular leak, and no valvular insufficiency. The mean gradient was 2 mmhg. Post procedure, the patient was taken to the cardiac ccu in stable hemodynamic condition. The patient was discharged home on pod #3.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.